Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high pacing impedances out of range on the left ventricular (lv) lead. This crt-d remains in service. No adverse patient effects were reported.